Event description:
It was reported that the unspecified bd ultrafine¿ 32g pen needle failed to inject medication during use. The following information was provided by the initial reporter: "consumer stated that the ultrafine needle 4mm 32g-needle not injecting the medication has happen three times from three different boxes."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ultrafine¿ 32g pen needle failed to inject medication during use. The following information was provided by the initial reporter: "consumer stated that the ultrafine needle 4mm 32g-needle not injecting the medication has happen three times from three different boxes."